Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
Device explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and device is "saline 468 implant." Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation : observed broken on radius side assessed as surgical damage, broken on the plug strap side assessed as surgical damage and missing side assessed as inconclusive. Anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. Additional observation: crease observed inside the device. Yellow particles observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported right side deflation and device is "saline 468 implant." Device explanted.